Event description:
It was reported to philips that the device gave a "battery b requires calibration" message. There was no patient involvement.

Manufacturer narrative:
The rse evaluated the device remotely. It was determined that the device has reached end of life. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available and the testing conducted, the cause of the reported problem was a determined. The reported problem was not confirmed. The device is end-of-life. It has been concluded that no further action is required at this time.